Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the right ventricular (rv) lead was suspected to be dislodged. When the patient presented in clinic, episodes of far-field p wave oversensing, inappropriate anti-tachycardia pacing (atp), and inappropriate high voltage therapy were observed as a result of the rv lead dislodgement. The rv lead was repositioned to resolve the event. Patient was stable and will continue to be monitored.